Manufacturer narrative:
Product event summary: it was confirmed that the stylus would not calibrate, and it was noted that the cursor would jump on the right side of the display. It was additionally found that the keyboard latch and rail covers were broken.

Event description:
It was reported that the programmer's stylus would not calibrate. The stylus had been replaced and multiple attempts to calibrate had failed. The programmer has been returned to service. No patient complications have been reported as a result of this event.